Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of echelon 10 catheter kickback and resistance with an axium coil. The patient was undergoing aneurysm embolization surgery for treatment of a saccular, unruptured, anterior communicating artery aneurysm. It had a max diameter of 3 mm and a 2 mm neck diameter. The access vessel was the femoral artery with a diameter of 8 mm. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that the patient had an anterior communicating artery aneurysm and underwent stent-assisted coil embolization. A dua l-microcatheter technique was used. After both microcatheters were positioned, the coil was first delivered through one echelon-10 microcatheter. During coil delivery, a severe kickback effect occurred, and the microcatheter was withdrawn. After complete deployment of the stent, the coil was delivered through the second microcatheter. During attempted delivery of a qc-2-4-3d coil, the coil could not be advanced into the microcatheter. Despite multiple attempts, advancement remained unsuccessful. The microcatheter was withdrawn, and the procedure was completed. There were no patient symptoms or complications associated with this event. The device and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU.